Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding "). The patient was treated with surgery (partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and salpingitis ("other injury(ies) or complication(s), please describe: pyosalpinx") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included dysmenorrhea, ovarian cyst, cervicitis, leiomyoma nos, cervical polyp, bartholin's cyst and tubal ligation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy due to complications from the essure device) and surgery (total abdominal hysterectomy with bilateral salpingectomy.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the salpingitis, menstrual disorder, menorrhagia, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered fatigue, menorrhagia, menstrual disorder, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date an ultrasound was performed which showed an uterus that was 8x 4 x 5 with a 9 mm stripe pyosalpinx and a 1.7 cm left ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, salpingitis, pelvic pain . Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received: new reporters, patient demographic information, product indication, removal date updated, new events salpingitis, menorrhagia, vaginal haemorrhage, fatigue, added. Outcome for the events pelvic pain, added as recovering / resolving. On 30-mar-2018: mr received: new reporters and concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and salpingitis ("other injury(ies) or complication(s), please describe: pyosalpinx") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included dysmenorrhea, ovarian cyst, cervicitis, leiomyoma nos, cervical polyp, bartholin's cyst and tubal ligation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems:mental anguish"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy due to complications from the essure device) and surgery (total abdominal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the salpingitis, menstrual disorder, menorrhagia, vaginal haemorrhage, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, menstrual disorder, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date an ultrasound was performed which showed an uterus that was 8x 4 x 5 with a 9 mm stripe pyosalpinx and a 1.7 cm left ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, salpingitis, pelvic pain. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events depression, medical device monitoring procedure not performed and mental anguish are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.